Event description:
It was reported that everything with electrode 3 was ¿out.¿ it was stated the patient had experienced ¿issues with stimulation or change in therapy¿ for about a month prior to report. It was noted the patient¿s battery was getting close to end of life. It was stated the patient was programmed with ¿0- 3+.¿ it was noted that due to the patient¿s lead and extension set up, it would have to be removed as there were no replacements available. Additional information noted ¿out¿ referred to impedance measurements for contact 3 that were ¿in combo with anything else¿ and measured ¿>4000¿ ohms. It was further noted that all other impedances were normal. It was stated there was no visual defect visible on x-ray. Reprogramming was attempted and it was noted the patient was ¿unable to get stimulation to the left leg with any combo.¿ it was noted the patient was programmed at the time of interrogation with ¿3- 0+.¿ it was stated the patient had received ¿got stimulation until recently¿ prior to report and was not receiving ¿effective therapy¿ at the time of report. It was reported the patient was scheduled for replacement on (B)(6) 2014. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3586, serial # (B)(6), implanted: (B)(6) 1995, product type lead; product ID 3587, lot # unknown, product type lead; product ID 7433, serial # (B)(6), implanted: (B)(6) 1995, product type programmer, patient; product ID 7496-51, serial # (B)(6), implanted: (B)(6) 1995, product type extension. (B)(4).

Event description:
Additional information received reported the patient had their original lead replaced and a second lead added. It was noted that both leads were connected to the implantable neurostimulator (ins). The reporter stated the patient was getting better stimulation coverage than they did in the past.

Manufacturer narrative:
(B)(4).